Manufacturer narrative:
Approximate age of device- 3 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's pump was explanted due to chronic infection. The patient remains without circulatory support and was not implanted with another manufacturer's device. The device will not be returned for evaluation. The patient had a chronic wound/abscess along his driveline site causing bacteremia. Culture was taken and showed that the patient had (B)(6), achromobacter xylosoxidans, and pseudomonas. The patient was initially given IV and oral antibiotic therapy including incision and drainage procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported infection could not be conclusively determined through this evaluation. The device was explanted due to the infection and would not be returned for investigation. No alarms were reported for this event. The heartmate ii instruction for use lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This instruction for use, as well as the heartmate iii patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.